Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported he had been having high blood glucose and it was above 600 mg/dl. Troubleshooting was done. The customer does not have tubing clamps to continue troubleshooting. Advised the customer that based on our troubleshooting the insulin pump is working as designed but we would need to do the high pressure test to complete the troubleshooting. Customer stated that he thinks it was the insulin pump that was causing the high blood glucose. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.